Manufacturer narrative:
The crep2 reagent expiration date was not provided. The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients samples tested with crep gen.2 (crep2) assay on a cobas integra 400 plus analyzer. Sample 1: initial result: 141.1 umol/l. Repeat result: 73.1 umol/l. Sample 2: initial result: 189.7 umol/l. Repeat result: 80 umol/l.

Manufacturer narrative:
The service intervals for some actions were set to ¿0¿ count at the instrument. Some actions were either due or were not performed correctly by the operator. The investigation did not identify a product problem. The cause of the event was consistent with improper maintenance performed by the customer.